Event description:
The customer reported the autopulse platform sn (B)(6) is shredding the autopulse lifebands. The issue was discovered during patient use. The lifeband #1 (lot unknown) got shredded while in use. The crew reverted to manual CPR, then swapped out the lifeband with a new one. That lifeband #2 (lot unknown) also got shredded. No impact or consequence to the patient. They took the platform out of service and tried testing it using a manikin and that lifeband #3 (lot 191048) also was shredded. Please see the following related MFR report: MFR #3010617000-2023-00716 for the autopulse lifeband #1. MFR #3010617000-2023-00717 for autopulse lifeband #2. MFR #3010617000-2023-00782 for autopulse lifeband #3.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) is shredding the autopulse lifebands" was not confirmed during functional testing or review of the archive data. The customer reported complaint was not reproduced during the testing. The autopulse platform functioned as intended. During visual inspection, no physical damage was observed on the platform. The power distribution board revision is up to date. Based on the archive review, fault code 16 (timeout moving to take-up position) was displayed during take-up on the event date, unrelated to the reported complaint. On the event date, the platform was used and had two sessions (193 compressions and 236 compressions) without any fault or advisory. The autopulse platform passed the initial functional testing without any fault or error. The customer's complaint was not reproduced. Multiple run_in tests were performed using brand new lifebands each test. The autopulse platform and the lifebands functioned appropriately and performed as intended each time. The root cause for the reported issue of the platform shredding the autopulse lifebands could not conclusively be determined. Also, the fault code 16 observed in the archive was not replicated during the testing. Per the battery hangtag - advisory codes description and action, user advisory 16 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Zoll is awaiting customer approval for service repair.